Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified failure on the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log did not verify the reported event. A device history record review was performed and indicated that manufacture of the device is not related to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Visual inspection and functional tests were performed and the device met product specifications. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed with no other defects and malfunctions found with the device. Sample analysis of the device was unable to verify the event, and upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.